Event description:
Legal counsel for patient reported patient underwent a total left hip arthroplasty on (B)(6) 2008. Legal counsel further reports patient underwent revision procedures (B)(6) 2010 and (B)(6) 2010 due to patient allegations of pain, discomfort, inflammation, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a total left hip arthroplasty on (B)(6) 2008. Legal counsel further reports patient underwent revision procedures (B)(6) 2010 and (B)(6) 2010 due to patient allegations of pain, discomfort, inflammation, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes dated (B)(6) 2010 report patient was revised due to pain and acetabular loosening. Revision op report notes the presence of purulent material, blackened purulent granulation tissue, and blackened chalky material around the acetabulum. All components were removed and replaced with antibiotic spacers. Patient records indicate another procedure was performed (B)(6) 2010 due to an unstable cement spacer that dislocated. Op notes report the presence of hematoma and necrotic-appearing tissue. The spacer was replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-05781 / -05782).